Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 67 mg/dl (aviva) and 112 mg/dl (advantage). Customer dosed insulin based upon the reading of 112 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the aviva system. (B)(4).

Event description:
It was previously reported that the 4.0x12mm taxus liberte study stent located in the proximal left anterior descending (lad) artery did not fully expand during implantation but updated information noted incomplete apposition of the study stent. It was noted that the under expansion of the 3.0x12mm taxus liberte study stent located in the mid lad necessitated the additional 3.0x12mm taxus liberte study stent also placed in the mid lad. The patient was discharged two days post the index procedure on aspirin and prasurgrel.